Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient the same day (patient weight unknown). According to the complainant, when the physician opened the jagwire some of the coating on the tip was missing. Another jagwire was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.

Manufacturer narrative:
A visual inspection of the returned device revealed a separation between the pebax, and the ptfe sleeve at the flare site and exposed core wire at the distal tip. The pebax was missing at the tip. The total length of the unit was taken and found to be within specifications. There were no indications of core wire fracture at the distal tip. According with the conducted investigation the exact root cause and/or circumstances under which the failure occurred can not be determined at this time based on the complaint information and the evidence presented by the incident device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.